Event description:
Initial calcium result 10.2 mg/dl repeated 11.2 mg/dl. Field service rep. Found air in the water lines. Replaced valves, tubing and the degasser. Precision check recovered within specification. System was released back to the facility. Incorrect results were not used in patient treatment.